Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The pharmacist at hospital reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Event description:
The pharmacist at hospital reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Manufacturer narrative:
There are metal transfer marks all over the articulating surface of the returned head. Taking into account the visual inspections of the returned stem and shell, the observed metal transfer marks are consistent with fracture of a ceramic insert and subsequent contact of the ceramic head with the acetabular shell. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed from date of manufacture to present for similar reported events and there have been no other events for the lot referenced. Based on the provided information, the product reported in this investigation did not contribute to the event.